Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent inadvertent deployment occurred. The severely stenosed target lesion was located in the iliac artery. An 8 x 60 x 130 innova stent was selected for treatment. However, after unpacking, it was noted that the front of the stent had prematurely expand. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A1: patient identifier updated. E1: initial reporter zip/post code updated. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the innova device was returned to our post market quality assurance laboratory. The device was received with the stent partially deployed on the delivery system. The investigator removed the safety lock and successfully deployed the stent without issue. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse. This concludes the product analysis.

Event description:
It was reported that the stent inadvertent deployment occurred. The severely stenosed target lesion was located in the iliac artery. An 8 x 60 x 130 innova stent was selected for treatment. However, after unpacking, it was noted that the front of the stent had prematurely expand. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the innova device was returned to our post market quality assurance laboratory. The device was received with the stent partially deployed on the delivery system. The investigator removed the safety lock and successfully deployed the stent without issue. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse. This concludes the product analysis.

Event description:
It was reported that the stent inadvertent deployment occurred. The severely stenosed target lesion was located in the iliac artery. An 8 x 60 x 130 innova stent was selected for treatment. However, after unpacking, it was noted that the front of the stent had prematurely expand. The procedure was completed with another of the same device. There were no patient complications as a result of this event.